Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer experienced low blood glucose symptoms of difficulty walking, tingling in his body, and was incoherent. The customer tested his blood glucose on his aviva system and received a blood glucose result of 177 mg/dl at 7:00pm. The customer then called for an ambulance. The emt's arrived at 7:05pm and tested the customer's blood glucose and received a reading of 146 mg/dl on their professional meter. The emt's treated the customer with candy and crackers. The customer recovered by 7:30pm and the emt's left the house. The customer was not transported to the hospital.